Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to emergency room due to low blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was 70 mg/dl. Patient drank lemonade. Patient was released after few hours. No further information available.